Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/not provided section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cataract surgery was performed on the left eye on (B)(6) 2025, with implantation of a tecnis eyhance intraocular lens (iol). Subsequently, on (B)(6) 2026, a posterior capsulotomy using yag laser was performed due to a medical indication. Despite the intervention, the customer reported persistent and significant visual disturbances. These included substantial difficulty recognizing license plates and reading letters at a distance, decreased visual acuity, pronounced glare and halos around light sources, and perception of ¿exploding¿ images characterized by a dark central area with surrounding light scatter. The customer also described a continuous crescent-shaped image in the temporal peripheral visual field, suggestive of negative dysphotopsia, accompanied by a sensation of oscillation or trembling in the affected area. Additional complaints included moving dark spots, net-like visual images, and translucent structures that appeared to follow eye movements. Furthermore, the customer reported difficulty with intermediate vision and reading small print, even under adequate lighting conditions. These visual symptoms reportedly interfered with daily activities, academic performance, and professional responsibilities as an app-based driver. According to the customer, the ongoing visual disturbances have significantly affected both quality of life and work capacity. Through follow-up we learned that the yag procedure was performed due to a small posterior capsule opacity. No further information was provided.